Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('frequent pelvic pain would occur, radiating to her thighs') and abdominal pain lower ('chronic abdominal pain below navel') in a 31-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included gravida. Before essure, plaintiff was not on birth control. She never had a problem with her periods, or the amount of bleeding and her menses was a regular 5-day cycle without much cramping or pain or excess blood flow. On (B)(6) 2014: other tests (unspecified) ordered by gynecologist: normal. On (B)(6) 2016: ophalmologist examination for blurred vision with loss of peripheral vision and dizziness: no abnormalities. Concurrent conditions included d & c (uterine dilation and curettage at the time of essure implantation) since (B)(6) 2012. Concomitant products included anesthetics, general from (B)(6) 2012 to (B)(6) 2012 for general anesthesia. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criterion medically significant), abdominal pain lower (seriousness criterion medically significant), heavy menstrual bleeding ("unusually heavy menstrual periods and clotting, birth control pills did not help, actually caused her to bleed all the time"), dysmenorrhoea ("after essure, the first couple of days of menses may be so severe that she is unable to get out of bed and has to call in sick to work"), menstruation irregular ("very irregular periods after the essure implant"), dyspareunia ("dyspareunia, pain worse with intercourse"), fatigue ("fatigue"), vision blurred ("episodes of blurred vision with loss of peripheral vision and dizziness"), visual field defect ("episodes of blurred vision with loss of peripheral vision and dizziness") and dizziness ("episodes of blurred vision with loss of peripheral vision and dizziness"). The patient was treated with oral contraceptive nos. Essure treatment was not changed. At the time of the report, the pelvic pain, abdominal pain lower, heavy menstrual bleeding, dysmenorrhoea, menstruation irregular, dyspareunia, fatigue, vision blurred, visual field defect and dizziness had not resolved. The reporter considered abdominal pain lower, dizziness, dysmenorrhoea, dyspareunia, fatigue, heavy menstrual bleeding, menstruation irregular, pelvic pain, vision blurred and visual field defect to be related to essure. The reporter commented: on (B)(6) 2016, at doctor's office visit she requested that the device be removed, but doctor discouraged this and told her that her surgical options were not good. At the time of reporting, she continues to to suffer from pain and injury caused by the implantation of essure and continues to search for a doctor that will remove the device. I noted retained products of conception within the uterine cavity,the uterine cavity was inspected and no products of conception were noted. Left side: no trailing coils were visualized. Essure device through the right tubal ostia with a couple of trailing coils noted. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan vagina - on (B)(6) 2014: assessment: normal. Results: normal. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 10-jun-2021: quality safety evaluation of product technical complaint based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('frequent pelvic pain would occur, radiating to her thighs') and abdominal pain lower ('chronic abdominal pain below navel') in a (B)(6) year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included delivery. Before essure, plaintiff was not on birth control. She never had a problem with her periods, or the amount of bleeding and her menses was a regular 5-day cycle without much cramping or pain or excess blood flow. Concurrent conditions included d & c (uterine dilation and curettage at the time of essure implantation) since (B)(6) 2012. Concomitant products included anesthetics, general from (B)(6) 2012 for general anesthesia. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criterion medically significant), abdominal pain lower (seriousness criterion medically significant), heavy menstrual bleeding ("unusually heavy menstrual periods and clotting, birth control pills did not help, actually caused her to bleed all the time"), dysmenorrhoea ("after essure, the first couple of days of menses may be so severe that she is unable to get out of bed and has to call in sick to work"), menstruation irregular ("very irregular periods after the essure implant"), dyspareunia ("dyspareunia, pain worse with intercourse"), fatigue ("fatigue"), vision blurred ("episodes of blurred vision with loss of peripheral vision and dizziness"), visual field defect ("episodes of blurred vision with loss of peripheral vision and dizziness") and dizziness ("episodes of blurred vision with loss of peripheral vision and dizziness"). The patient was treated with oral contraceptive nos. Essure treatment was not changed. At the time of the report, the pelvic pain, abdominal pain lower, heavy menstrual bleeding, dysmenorrhoea, menstruation irregular, dyspareunia, fatigue, vision blurred, visual field defect and dizziness had not resolved. The reporter considered abdominal pain lower, dizziness, dysmenorrhoea, dyspareunia, fatigue, heavy menstrual bleeding, menstruation irregular, pelvic pain, vision blurred and visual field defect to be related to essure. The reporter commented: on (B)(6) 2016, at doctor's office visit she requested that the device be removed, but doctor discouraged this and told her that her surgical options were not good. At the time of reporting, she continues to suffer from pain and injury caused by the implantation of essure and continues to search for a doctor that will remove the device. I noted retained products of conception within the uterine cavity,the uterine cavity was inspected and no products of conception were noted. Left side: no trailing coils were visualized. Essure device through the right tubal ostia with a couple of trailing coils noted. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan vagina - on (B)(6) 2014: assessment: normal, results: normal. Diagnostic results: on (B)(6) 2014: other tests (unspecified) ordered by gynecologist: normal. On (B)(6) 2016: ophthalmologist examination for blurred vision with loss of peripheral vision and dizziness: no abnormalities. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 1-jun-2021: medical record received: medical history, patient's date of birth, product indication, reporter information were added. Rcc updated. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.